Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. During the routine check, it was mentioned by the patient that the device ¿pops out once in a while¿. It was noted that the physician suspects the patient had twiddled the device. No intervention was performed, and the device will continue to be monitored. The patient was in stable condition.